Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Elective replacement indicator (eri) has not been triggered. Battery voltage was 2.89 volts on (B)(6) 2016 with estimated longevity of 3.6 to 7.9 months with a mean of 5.7 months.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the physician had the complaint whether remaining longevity is incorrect. Because the operation of the ipg was normal, the physician decided to monitor the ipg during follow up visits. The ipg remains in use, and no patient complications have been reported as a result of this event. It was further reported that during follow up visit premature battery depletion confirmed, was approximately two years since the relevant device was implanted, but indication of less than minimum five months was noted at checkup. Review of device data revealed premature battery depletion detected though the cause was unknown. The patient to be monitored until planned device explant and replacement. It was further reported that the patient visited the facility for checkup. The ipg did not have a tendency of sharp decline in battery depletion. Physician determined that the patient would be monitored for another month. Next checkup will be performed in approximately one month. It was further reported during follow up check, with the remaining battery life indicated as less than 3 months at the minimum, the physician finally advised the patient to have the device replaced. The next routine device check was scheduled, and hospitalization as well as the device replacement procedure. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Correction: the device remained in use, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site analysis confirmed the low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. No evidence of an internal mechanism for premature depletion was found during destructive analysis of the battery. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Noted that device has not triggered elective replacement indicator (eri). Last battery voltage measurement on (B)(6) 2015 was 2.97volts with an estimated longevity of 24.3 to 33.3 months with a mean of 28.8 months. (B)(4).

Event description:
It was reported that during use of the implantable pulse generator (ipg) the physician had the complaint whether remaining longevity is incorrect. Because the operation of the ipg was normal, the physician decided to monitor the ipg during follow up visits. The ipg remains in use, and no patient complications have been reported as a result of this event.